Event description:
Mid line catheter wire got stuck in plastic hub. When crna attempted to pull the wire out, the wire kept stretching and fraying but the tip of the wire was stuck and could not be removed. Entire unit had to be removed, and another kit opened and used to insert the mid line catheter.